Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified the reported issue. The se replaced the exhalation flow sensor (evq). The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, on start up, a 980 ventilator generated an assertion diagnostic message. The following information was not provided: if a patient was connected to the ventilator at the time of the event, patient outcome, as well as if any intervention was required on behalf of a patient.